Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was over 500 mg/dl at the time of the incident. Customer was treated it with shot and syringes. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was sticking out. Troubleshooting was not performed for high blood glucose due to compromised force sensor system. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.